Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition of "pump shut down and then restarted itself" was verified through review of the event history log as "improper shutdown" messages. An ¿improper shutdown!¿ message will display when the pump is powered on after all power sources to the pump is lost, however the history log cannot be used to determine the means by which power became disconnected. Evaluation was unable to confirm the reported issue during testing of the pump and no correction was identified. The device was not received with the customer power cord or battery module.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut down while on a patient then restarted itself. The reporter indicated that there was no ham to the patient. No additional information is available.